Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's complaint was confirmed. The most probable cause is the cable unit was depressed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned and was not being recognized by the camera control unit. Reportedly, the screen was displaying the colored "test pattern". There was no report of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device malfunctioned and was not being recognized by the camera control unit. Reportedly, the screen was displaying the colored "test pattern". There was no report of patient harm.